Event description:
(B)(6) results were obtained for two different pts samples and confirmed using the advia centaur xp confirmatory assay. The pts' results were reported to the physician as (B)(6). The results were questioned by the physician since this did not match the clinical picture. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The cause for the (B)(6) result is unk. The customer declined service - no further action. The instrument is performing within specifications. No further eval of the device is required. Add'l catalog #: 03393818. Add'l lot #: 148. Add'l exp date: 01/04/11.

Manufacturer narrative:
The cause for the (B)(6) result is unk. The customer declined service - no further action. The instrument is performing within specifications. No further eval of the device is required. Add'l catalog #: 03393818. Add'l lot #: 148. Add'l exp date: 01/04/11.

Event description:
(B)(6) results were obtained for two different pts samples and confirmed using the advia centaur xp confirmatory assay. The pts' results were reported to the physician as (B)(6). The results were questioned by the physician since this did not match the clinical picture. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.